Event description:
It was reported that the ilet pump displayed alert 41 indicating an insulin delivery absolute range error, and repeated restarts and a rewind attempt did not resolve the alert, leading to a device replacement. Symptoms included no reported adverse clinical effects. Outcomes included no reported medical intervention or impact to daily activities. Investigation included a review of the event details and coordination for return and replacement, with user guidance to shut down the device and continue glucose monitoring via the cgm application or receiver. Investigation of this case revealed a persistent device alarm consistent with an insulin delivery system fault. It was concluded that the device experienced a malfunction related to insulin delivery range detection, and a replacement was issued while the original unit is pending return for evaluation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.